Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high and low blood glucose. Customer mentioned the set had fallen out and blood glucose went up to 568 mg/dl. Customer had also woken up with blood glucose at 54 mg/dl. After troubleshooting, customer will not be returning the device for analysis.